Event description:
A customer reported that an intraocular lens (iol) was not implanted due to changes in the optic observed during implantation. After unfolding of the iol in the capsular bag turbidity was observed in the optic area close to the haptic. The iol was refolded and removed from the eye. A new iol was implanted. An add'l paracentesis and expansion of the previous incision was required, with add'l viscoelastic. The patient was assigned to another doctor and not visited by the surgeon postoperatively. Add'l info was requested and rec'd. No further info is expected.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis, and the reported complaint could not be verified to have changes in the optic after the implantation. The optic was observed to have scratches. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Add'l info was provided, which indicated an approved cartridge was used with the handpiece. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause; however, the lens was damaged. Due to the presence of surgical solution, the damage is potentially related to customer handling. (B)(4).